Event description:
It was reported that a physician was unable to establish communication with a vns patient's device. Routine troubleshooting was performed (i.e. Checking connections, checking 9v battery, checking for emi, ensuring the programming system was not plugged into the wall); however, the issue continued. Further, the physician was able to communicate with and program other patient's devices on the same day in the same room. Another programming system was used and the physician was still unable to communicate with the patient's device. A battery life calculation was performed and it was determined that the patient's device was at end of service. The patient's generator was replaced and returned to the manufacturer for analysis. During device evaluation, it was found that a leaky capacitor in the generator resulted in pre-mature end of service of the generator. Once the capacitor was replaced, the generator met testing specifications.